Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right atrial (ra) lead exhibited high out of range pacing impedance measurements of 3000 ohms. A revision procedure was performed where upon pocket opening there was no visual evidence of a fracture. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.